Event description:
It was reported that during a holmium laser lithotripsy procedure for ureteral calculus, the fiber got fractured. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a holmium laser lithotripsy procedure for ureteral calculus, the fiber got fractured. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis identified that the fiber connector had burn marks and aim beam was dim, it was also confirmed the fiber body received was not broken, bent or cracked. The burned connector failure can be caused by prolonged use of the device and/or the blast shield being damaged. The failure can come from the fiber interaction with the console or specifically the blast shield which may lead to overheating, ultimately causing the burning on the connector face. The allegation against the fiber body break was not confirmed. The manufacturer has reviewed all the information and determined this event no longer meets reporting criteria for the alleged fiber break. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the investigation, there was no problem detected related to the reported fiber break since the reported fiber break was not identified. However, an investigation conclusion code of cause traced to component failure was assigned to this investigation for the observed connector burn marks.